Manufacturer narrative:
The field service engineer determined there was a punctured tube in the rinse arm assembly. The tubing was replaced. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c501 module. The sample initially resulted in a sodium value of 151 mmol/l and it repeated as 136 mmol/l.